Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records info review: based on the limited medical records info, in (B)(6) 2014, the pt was treated for peritonitis ((B)(6)) with a two week course of ancef. Peritonitis is a known complication of peritoneal dialysis and is usually the result of a breach in aseptic technique. This event has been reported as a serious injury, although it is undetermined if there is relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specs.

Event description:
It was reported by the clinic that in (B)(6) 2014, the pt had an episode of (B)(6) peritonitis. She was treated with ancef. After the treatment, she had acute diarrhea approx 6 to 7 times a day. On (B)(6) 2014, the pt was admitted to the hospital due to diarrhea with abdominal cramps. A scan revealed colitis in the lower colon, and (B)(6) test results for c. Difficile. She was treated with vancomycin and metronidazole with resolution of her symptoms within 48 hours.